Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the biphasic module pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had prompted "abnormal energy delivery" after a user test. The device had used for training with a manikin; approx. 20 shocks were delivered without any problem. Then the device made a loud noise and the service led came on. During device evaluation, physio-control observed that the device had logged multiple event codes. The device could charge defibrillation energy, but it would not shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed biphasic pcb assembly. It was observed that the biphasic pcb assembly had many shorted parts (diodes, designators cr24/cr27, and transistors, designators q4/q5). It is likely that the components became damaged from electrical overstress, but a conclusive cause could not be determined.